Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were confirmed but not reproduced. The current reading of the downstream sensor was found out of specification (high). Elevated signal levels make the device more sensitive to pressure and can cause false downstream occlusion alarms. The downstream sensor was replaced.